Manufacturer narrative:
This is default text configured for block h10.

Event description:
Severe pain where he had the injection in the hip [because of an infection] [injection site infection], spot on the liver [hepatic lesion], anaemic [anaemia]. Case narrative: this is a serious spontaneous, complaint case received from a consumer in australia. This case concerns a 57 years old male who experienced spot on the liver, severe pain where he had the injection in the hip because of an infection and anaemic during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown dose, frequency, route and indication, and had an injection on (B)(6) 2026 to an unknown stop date. The lot number and expiration date were unknown. The patient stated that they received an injection on (B)(6) 2026 and that on (B)(6) 2026 they developed severe pain at the injection site (hip), which prompted hospital admission. During hospitalization, the patient was diagnosed with an infection. The patient remained hospitalized for 16 days and underwent two surgical procedures to irrigate ("flush") the infected area. They were treated with antibiotics during their stay; however, the patient was unable to recall the specific antibiotic names. The patient was discharged from the hospital on (B)(6) 2026. At the time of reporting, the patient indicated that pain at the injection site was ongoing. They were undergoing continued medical evaluations, including blood testing, which had identified anaemia that was being managed. Additionally, the patient reported that a lesion ("spot") on the liver had been identified during investigations, which was causing significant concern. The patient further reported undergoing additional diagnostic procedures, including dental and cardiac imaging, in relation to the infection. The event hepatic lesion considered to be medically significant. Relevant laboratory values included: unknown test date: blood test. The patient's medical history and concomitant medication were not reported. Action taken to euflexxa was unknown. At the time of reporting, outcome of hepatic lesion: unknown; outcome of injection site pain: not recovered; outcome of anemia: unknown; outcome of injection site infection: unknown. Complaint management investigation: lot specific investigation could not be performed since no information regarding lot number could be retrieved from the complainant. Six (6) additional complaints regarding potential patient infection were received since apr-2026. Compared to three (3) during 2024 and one (1) during 2023.a trend can be established. 2023: (B)(4), euflexxa 3 x 2ml: infection at injection site / lot: unknown (euflexxa lot unknown) from USA. Not confirmed. 2024: (B)(4), euflexxa 3 x 2ml: infection / lot: v16304a (euflexxa lot v16304a) from USA. (B)(4), euflexxa 3 x 2ml: infection / lot: v13436c (euflexxa lot v13436c) from USA. (B)(4), suspected euflexxa safety case: inflammatory reaction (euflexxa lot unknown) from romania. None were confirmed 2025: (B)(4), il- arthrease - pv case -(B)(4), injection site vesicles/blisters x14507g (arthrease lot x14507g) from israel. Not confirmed 2026: (B)(4), - au - euflexxa - septic arthritis - y10159e and y14860a (B)(4), - (B)(4) - euflexxa_septic arthritis y14860a (B)(4), euflexxa - septic arthritis case - lot unknown. (B)(4), - (B)(4) - euflexxa septic arthritis - lot unknown. (B)(4), (B)(4) - euflexxa septic arthritis - lot unknown investigation is on-going. Pending sterilty testing results. Stability data: no deviations were reported for euflexxa row lots that were placed in stability during 2022-2025. Latest time points of the studies that were reviewed: 1.lot y14860c - 6 months' time point (2025). 2.lot y10159e - 6 months' time point (2025). 3.lot y10158c - 6 months' time point (2025). 4.lot y10157e - 6 months' time point (2025). 5.lot x14680c - 18 months' time point (2024). 6.lot v19709ca - 24 months' time point (2023). 7.lot u13904k - 36 months' time point (2022). Conclusions: lot specific investigation could not be performed since no information regarding lot number could be retrieved from the complainant. The review of supporting data did not reveal any quality issue. The root cause for this complaint cannot be determined, this event may be related to use error during administration. Btg performs a routine trend analysis of all complaint types. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Sender´s comment: the association between sodium hyaluronate and the spot on liver (hepatic lesion) and anaemia events are not established by nonclinical and clinical evidence. The potential carcinogenecity of sodium hyaluronate is not proven, hence it is not considered associated with these events. Injections site infection might be caused by sodium hyaluronate. Reference ids: internal # - affiliate = (B)(4). Internal # - others = (B)(4). Internal # - complaint = (B)(4).